Manufacturer narrative:
During troubleshooting, it was discovered the customer did not have the required special wash from lipc to ca2 programmed in the analyzer. The field service engineer found the customer was running on a problematic calibration for calcium as the calibration signals had dropped from the previous calibration. The customer recalibrated the calcium assay and ran qc which passed within the customer's guidelines. Unique identifier (UDI) #(B)(4).

Event description:
There was an allegation of questionable high ca2 calcium gen.2 results from the cobas 6000 c501 module. Qc was acceptable on the morning of (B)(6) 2021. However, around 10:30 am, the patient results for calcium started running high. The issue was not detected until qc was performed around 5:00 am on (B)(6) 2021, and was out of range high. The customer recalibrated the assay and reran qc which was then acceptable. Data was provided for 42 patient samples. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory and were later corrected. The reagent lot number was 48221601 with an expiration date of 30-sep-2021.